Manufacturer narrative:
(B)(4).

Event description:
The pt didn't need to use the implantable neurostimulator for a few years but then resumed using stimulation therapy. Stimulation sensation was not as strong as before. About 4 months later the pt experienced a loss of therapeutic effect and felt no stimulation. Device interrogation revealed high impedances were high out-of-range for all electrode combinations except 1-2 and 2-3. There was no fail or trauma associated with the loss of stimulation. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.